Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was electively replaced due to battery depletion. During explant, the physician encountered difficulty removing the coronary sinus lead from the device header. The left ventricular (lv) setscrew seal plugs were removed to allow for introduction of mineral oil. The lead was then successfully removed, undamaged. The crt-d was returned to guidant for laboratory evaluation.